Event description:
An employee at a facility had been experiencing allergic symptoms (runny nose, sneezing) for quite some time. The symptoms got progressively worse. On 8/24/1998 she experienced a severe allergic reaction resulting in pulmonary edema. Co-workers were afraid she was having a heart attack and called an ambulance. The employee was hospitalized for 9 days. It was ultimately determined that she was allergic not to the latex but to the powder used in the gloves. Red line medical supply, inc. Was notified of this incident on 12/9/1998.